Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-13567. It was reported the pt was experiencing uncomfortable heating at his ipg site while charging. The pt stated he felt uncomfortable heating after charging for approx 30 minutes even though he was using the antenna pouch. The pt also stated it takes longer to charge than usual. He could charge for over 6 hours and the ipg battery didn't indicated being fully charged. A new charger was sent to the pt. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg model was associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.